Event description:
Physio-control engineering is investigating the device's increasing trend in power related failures. The devices intermittently lose power momentarily or permanently fail to turn on. Failure analysis center investigation has determined that the ground plane conductive foam underneath the power pcb might be shorting vias on the board. There have been no reports of adverse events associated with this issue.

Manufacturer narrative:
(B) (4). Physio control is continuing to investigate the reported event. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.